Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred and removal difficulties occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified 15x4.0mm coronary balloon. Next a veriflex 20x4.0mm stent delivery system (sds) was advanced into the non-bsc guide catheter and slight resistance was encountered. The physician continued to advance the sds on the non-bsc guidewire however the resistance increased and he was unable to cross the lesion. The device was removed from inside the patient and there was significant resistance. Outside the patient it was noted that the stent edge was flared. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Information received from an affiliate indicated that a stent delivery balloon burst during deployment of a 3.0 x 23mm cypher stent at 10atm. The target lesion was the mid left anterior descending artery that was described as moderately calcified with 90% stenosis. The device was inflated to 10 atmospheres and the balloon ruptured. This was confirmed by contrast medium leakage under angiography and back-flow of blood into the inflation device. The balloon re-wrapped properly and was immediately retrieved from the patient. The stent was post-dilated with a 3.0 x 20mm voyager balloon catheter for optimal stent expansion. The procedure was successfully completed without report of patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of balloon burst could not be confirmed. Review of the information provided suggests that vessel/lesion characteristics (moderately calcified) may have contributed to the reported event.

Manufacturer narrative:
(B) (4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).additional information will be submitted within 30 days of receipt.

Event description:
A 3.0 x 23mm cypher balloon ruptured at 10atm. The target lesion was the mid left anterior descending artery that was described as moderately calcified with 90% stenosis. The balloon rupture was confirmed by contrast medium leakage under angiography and back-flow of blood into the inflation device. The balloon re-wrapped properly and was immediately retrieved from the patient. The stent was post-dilation with a 3.0 x 20mm voyager balloon catheter to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.